Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient was seen in the emergency room due to low flow alarms while supported by battery. Log file analysis captured pump stoppage events and low speed advisories.the patient reported the patient had a short to shield issue. X-rays received displayed potential areas of concern in the external portion of the driveline. On 10oct2019, tech services arrived onsite for external perc lead repair. No issues were noted after the patient was back on the grounded patient cable. No further information was reported.

Manufacturer narrative:
H3, h5: correction. D4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline identified an issue that could have contributed to the report of low speed advisory and low flow alarms while on batteries, which were confirmed through the evaluation of the submitted system controller log file. The submitted log file captured two transient pump stops and associated low speed hazard/advisory alarms on (B)(6) 2019 at 03:06:18 am and 03:29:10 am. These events occurred while the system controller was connected to 14 v li-ion battery power. Low flow hazard alarms were observed during these events, associated with the low speed hazard alarms. A distal end driveline repair was performed on (B)(6) 2019 and the replaced portion of the driveline was returned in a segment measuring approximately 16¿. Metal braided shield breakdown was observed along the length of the driveline segment with severe breakdown approximately 2.5¿ through 4.5¿ from the metal connector. Visual inspection of the underlying wires revealed partial fractures of the brown and red wires approximately 3¿ from the metal connector, exposing the inner conductors. This damage appears consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the brown and red wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in the pump stops and low speed events observed in the log file while the system controller was connected to battery power. Heartmate ii lvas patient handbook section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Heartmate ii lvas IFU section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional finding provided by the investigator showed that the evaluation of the returned portion of the driveline revealed superficial damage to the outer silicone jacket.